Event description:
Physician observed a cloudy optic on an implanted lens, pt transferred to a consulting hospital. Current condition unknown.

Event description:
During secondary surgery to explant the lens, the pt experienced a choriodal hemorrhage. Add'l surgery failed to restore vision to the operative eye.